Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported 3.0x23mm xience alpine stent delivery system was attempted to be deployed; however, it did not deploy. It was attempted to deploy multiple times and resistance was felt but was unsuccessful. Another same size stent was used to successfully complete the procedure. There was no adverse patient effects reported and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported activation failure was not confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no similar complaints from this lot. A conclusive cause for the reported activation failure could not be determined; however, factors that may contribute to activation failures including expansion failures include, but are not limited to, inflation technique, contrast concentration, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. Return analysis testing was performed and used a proxy 20/30 indeflator filled with water to pressurize the balloon. The balloon inflated and held pressure with no anomalies noted. The stent expanded properly. Based on the information provided and analysis of the returned device, a definitive cause for the reported activation failure including expansion failures cannot be determined. The observed material deformation (stent damage) was likely due to positioning and manipulation of the device once inserted into the anatomy, as resistance was noted. There is no indication of a product quality issue with respect to manufacture, design, or labeling.